Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown plates: tibia/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent a tibial plateau revision due to non-union. Last night during a tibial plateau revision nonunion case, we were drilling through a medial proximal tibia plate, we were drilling a 2.5 gold drill bit and when drilling, before we would place the screw in, the tip of the drill bit broke off inside the patient. The physician determined that drill bit would be left in the patient, it would be more damage then good to try to go and get it when there is already addition amount of hardware in the proximal tibia. There was no case delay, no patient harm, other than leaving the drill bit within the patient. Santa barbara college hospital would like to see if this product number had a history of breakage. This complaint involves unknown number of devices. This report is for one (1) unk - plates: tibia. This report is 1 of 2 for (B)(4).